Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The associated implant was returned and functional tested with a compatible driver. The implant engaged with the test driver as intended. Available information states that the surgical procedure was completed with a different implant. No information was provided suggesting that the driver was discarded. The alleged malfunction was unconfirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Device catalog and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the implant disengaged from the unknown driver. The implant lost sterility. Another implant from stock was used to complete the procedure.